Event description:
The caller reported that the cartridge was not fitting properly on the pump, and it was not fully snapped into place. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support instructed the caller to inspect the pump and found a cartridge o-ring on the pneumatic tap, which was removed, and the area cleaned. After inspecting the cartridge, it was found to be undamaged. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.